Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery. The balance middleweight (bmw) universal ii guide wire was advanced into the anatomy; however, the torque did not feel right. The physician believed that the feeling was due to the anatomy; therefore, the 2.0 x 12 mm trek balloon catheter was advanced, but the trek balloon met resistance with the guide wire and was removed. An attempt was made to remove the guide wire, but resistance was noted with the balloon catheter. The guide wire and balloon catheter was removed together, and damage was noted to the guide wire and to the trek, but the damage could not be clarified. A new bmw universal ii guide wire and unknown balloon catheter were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The trek dilatation referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed however the irregular appearance could not be confirmed as the guide wire was returned frozen in the balloon catheter. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.